Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Customer applied force, the syringe needle bent and poked the customer. Customer bled and used first air kit for treatment. Customer loaded the same cartridge onto the pump. There was no reported adverse impact to the customer's blood glucose level.